Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae in the right eye (od) at the 1 day post op exam. A brief description from the surgery center noted flap striae in the od superior nasal at the one day follow up exam following a flap lift enhancement. The surgery center indicated there was a couple striae in the pupil area, impacting visual acuity. The patient¿s chief complaint was of blurry and hazy vision in the od. The flap was lifted and smoothed to remove the striae and symptoms. The patient is to resume normal post op care regimen. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 2.50 x -5.25 x 4, left eye pre-op 20/20 2.25 x -5.25 x 174. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.75 x 62, left eye post-op 20/20 .50 x -1.00 x 102.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.